Event description:
Information received by medtronic indicated that the insulin pump had retainer ring was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = missing. On (B)(6) 2021 customer alleged the pump having cosmetic damage specifically at the retainer ring. The insulin pump p-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. Pump received with missing retainer ring. Therefore, unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing display window cover, stained keypad overlay, broken battery tube threads, cracked case (battery tube), broken reservoir tube lip, missing reservoir tube o-ring, label damage. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.